Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the proglide device was advanced into the artery; however, no continuous drip of blood was present from the marker lumen. The proglide device was removed and a second proglide device was used to achieve hemostasis. The patient has had three prior arteriotomies in the target groin resulting in scar tissue. The physician felt the no blood present from the marker lumen was because of the scar tissue. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed that luminal marking was tested and passed prior to decontamination and during lab testing. Dried blood was observed throughout the device. The returned device performed according to specifications. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.